Event description:
The customer reported to olympus, the high flow insufflation unit had an abnormal internal sound. There was no procedure involved with no delay in usage. The device was returned for evaluation where the following reportable malfunctions were found: leakage in the unit and the light indicators on the front panel were not working. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found three issues: the electropneumatic proportional valve was damaged with leakage, the part of the indicators light on the front panel did not light up due to a deformed front panel, and a deformed front panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the gas leak occurred due to an electropneumatic proportional valve failure. Additionally, it¿s likely the indicator lights on the front panel did not light due to the damaged front panel. The final root cause of these events (gas leak and front panel lights not working) was unable to be identified. Olympus will continue to monitor field performance for this device.